Event description:
It was reported that device entrapment occurred. A lower extremity arterial balloon dilatation was performed, and the patient's anterior tibial artery was dilated after distal entry using a 2.5mm x 150mm x 150cm sterling sl balloon catheter. The device was removed from the body under negative pressure and the posterior tibial artery of the patient was reprocessed. The rupturing pressure was maintained for two minutes, and the balloon was unable to re-enter the lesion through the guidewire. The guidewire could not be taken out of the balloon. When the whole system was pulled out of the body, it was discovered that the guidewire could not be removed from the balloon. The balloon itself was twisted and could no longer be used. Another of the same device was used to complete the remainder of the procedure. There were no patient complications and the patient status was stable post procedure. It was further reported that the target lesion was mildly tortuous and mildly calcified. No additional intervention was performed when removing the balloon device.

Event description:
It was reported that device entrapment occurred. A lower extremity arterial balloon dilatation was performed, and the patient's anterior tibial artery was dilated after distal entry using a 2.5mm x 150mm x 150cm sterling sl balloon catheter. The device was removed from the body under negative pressure and the posterior tibial artery of the patient was reprocessed. The rupturing pressure was maintained for two minutes, and the balloon was unable to re-enter the lesion through the guidewire. The guidewire could not be taken out of the balloon. When the whole system was pulled out of the body, it was discovered that the guidewire could not be removed from the balloon. The balloon itself was twisted and could no longer be used. Another of the same device was used to complete the remainder of the procedure. There were no patient complications, and the patient status was stable post procedure.